Manufacturer narrative:
Product event summary: the device was returned and analyzed but no issue identified that required full analysis.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient suffered from sepsis and endocarditis. The device system was explanted, but the patient continued to suffer from multiple organ dysfunction and later died. The cause of death was reported as renal failure.